Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. This report is being filed on an international product, model number 72114-01 which has a similar product distributed in the u.s., model number 71992-01. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarming issue was reported with the adc device. A caller reported that the sensor's alarm was ¿not activated¿ and therefore failed to trigger and as a result, the customer experienced a seizure and a loss of consciousness. The customer was provided glucose for treatment and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section h4 (device mfg date) has been updated based on extended investigation. Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the sensor patch and no issues were observed. Data was extracted from the returned sensor using approved software. The sensor was found to be in sensor state 1 (storage state). Extended investigation was performed. Observed that the patch was in sensor state 1 with 0 insertion attempts, indicating that the user did not attempt to activate the returned sensor. The returned sensor was able to be activated with no issues observed, indicating that the sensor was fully functional, therefore this issue is not confirmed. No malfunction or product deficiency was identified. An extended investigation was also performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarming issue was reported with the adc device. A caller reported that the sensor's alarm was ¿not activated¿ and therefore failed to trigger and as a result, the customer experienced a seizure and a loss of consciousness. The customer was provided glucose for treatment and no further information was provided. There was no report of death or permanent injury associated with this event.